Event description:
Information received from the field notes that the patient developed chest pain and shortness of breath. Testing of the pacemaker indicated high impedance and oversensing of the atrial lead.